Event description:
In or about (B)(6) 2009, an ams miniarc precise sling was implanted in the plaintiff to treat her stress urinary incontinence. It was alleged by the plaintiff's attorney that "within months after the initial implant procedure, plaintiff experienced complications including but not limited to pain, infections, painful intercourse and recurrent incontinence from the defective mesh requiring add'l medical care and treatment." It was also alleged that the plaintiff was "injured catastrophically, and sustained severe and permanent pain, suffering, disability, loss of enjoyment of life" and other damages.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.